Manufacturer narrative:
On december 23, 2020, the patient contacted lifescan (lfs) to provide additional information. The patient confirmed the alleged issue occurred on the morning of (B)(6) 2020, during a visit to the united arab emirates. The patient reported obtaining 8 alleged inaccurate high readings with their onetouch ultra mini meter and provided results of ¿580, hi and 600 mg/dl.¿ the patient informed the customer care agent (cca) that they manage their diabetes with humalog insulin. As a result of the alleged issue, the patient reported taking an adjusted dose of insulin when they woke up on the morning of (B)(6) 2020 and again at lunchtime when they still obtained a result in the ¿500s mg/dl¿ range. The patient stated that while they were at a restaurant at around midday on (B)(6) 2020, after taking the insulin, they ¿fell¿ and started to ¿shake, convulse and almost fell into hypoyglycemic shock.¿ the patient claimed they were treated by their spouse with soda. The patient stated that when they returned to the USA, their physician provided them with a 2-week trial of a continuous glucose monitor (cgm) to help control their blood glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. Block b3. Correct date of event is (B)(6) 2020. Block d1: brand name is ot ultra mini meter. Block d4: serial# (B)(6), lot# 458840. Block g5: 510(k) k053529.

Event description:
On (B)(6) 2020, the lay-user/patient made a post on social media alleging that their unspecified onetouch meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue occurred when they woke up on (B)(6) 2020. The patient claimed they tested their blood glucose with the subject meter and obtained an alleged inaccurate "hi" message; this warning appears when the meter detects blood glucose greater than 600 mg/dl. In response to the alleged meter message, the patient claimed they administered extra insulin (type/dose not reported). The patient reported that when they went out to lunch on (B)(6) 2020, they developed symptoms of feeling "lightheaded, trembling and not able to sit up without shaking;" symptoms they associated with a low blood glucose excursion. The patient claimed they drank 2 sodas as self-treatment for the symptoms. The patient reported that just prior to the onset of symptoms, they tested their blood glucose with the subject meter and obtained a result of "598 mg/dl" then re-tested on their spouse, who is non-diabetic, and a result of "580 mg/dl" was obtained. The products were unable to be replaced as contact details for the patient were not provided. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.